Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. Particles in air path. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam alleging visualization of particles in the device. There was no report of patient harm or injury. Despite of three attempts 03.25.2022, 05.04.2022, 04.2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged visualization of particles. Particles in air path. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found contamination from dust/dirt. In addition, there was an error code 102 present (err_thermistor_high). There was no evidence of foam particles or degradation. The device was scrapped. In the previously submitted report, the manufacturer reported the initial reporter country as germany. After review, it was determined the initial reporter country is the united states of america. In this report, the manufacturer has updated the initial reporter country to the united states of america. Sections d4, e1, and h6 have been updated/corrected.